Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is defective. Pt noticed this when he attempted to bolus on (B)(6) 2011. Pt has used this infusion device for approx 4 years and boluses 3-4 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.